Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable was not completing the infusion during the prescribed time.

Manufacturer narrative:
No product was returned. One photo was provided, but the admin set was not visible in the photo. The reported complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned this complaint will be reopened for further investigation. Email address: regulatory.responses@icumed.com.